Event description:
Rayner intraocular lenses limited received notification of an incident that occurred in a superflex aspheric 920h intraocular lens (iol) post descemet's stripping automated endothelial keratoplasty (dsaek). The event description provided states that the healthcare professional observed opacification of the iol on (B)(6) 2012, five months after the patient underwent a secondary graft procedure. For further information please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00079.